Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed wire damage that would have contributed to the low speed events that were captured in the submitted log files. In addition, the report of suspected pump thrombosis was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6) . The submitted log files contained data from (B)(6) 2020 ¿ (B)(6) 2020. The files captured transient low speed events on (B)(6) 2020 while the patient was connected to a mobile power unit (mpu) and a power module (pm). These events resulted in one low speed advisory alarm. Elevations in pump power were also noted during the low speed events. Before and after the low speed events, the pump appeared to function as intended above the low speed limit. The patient ultimately underwent a pump exchange on (B)(6) 2021. The pump was returned assembled with the driveline severed approximately 1¿ from the pump housing. A middle segment measuring approximately 9¿ and the distal portion of the driveline measuring approximately 27.5¿ with the controller connector were also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the pump, examination of the rotor inlet section revealed a red, ring-shaped thrombus formation adhered to the inlet bearing cup and ball. The inlet bearing cup became unseated from the bore of the inlet stator during the disassembly process due to the adhered thrombus formation. Areas of the deposition appeared hard and denatured, as well as slightly laminated, indicating that it developed in this location over an undetermined amount of time while the pump was operating. Examination of the proximal side of the outlet stator revealed a tissue-like, red thrombus situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the thrombus did not initially form in the outlet stator. Although the origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the rotor indicate that the deposition may not have been present in the outlet stator for an extended amount of time while the pump was operating. Although a root cause for the development of these thrombus formations could not conclusively be determined through this evaluation, they could have contributed to the patient's reported elevated lactate dehydrogenase (ldh). Electrical continuity testing of the driveline found all wires to be electrically intact. The outer jacket and underlying clear bionate were unremarkable, and there was breakdown in the metal braided shield throughout the distal segment of the driveline. Examination and hipot testing of the underlying wires revealed a breach in the insulation of the orange wire approximately 5.5¿ from the distal end of the approximately 9¿ segment. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The low speed events observed within the log file would have resulted if the exposed conductors of the orange wire made contact with the metal braided shield, resulting in a short-to-shield. Additionally, although a specific cause for the report of pump vibration could not conclusively be determined, it was reported that they were felt by the patient as the speed decreased, suggesting a potential association to the confirmed wire fatigue. Upon removal of the observed depositions, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. The 9" segment of the driveline with damage to the orange wire was bypassed, and functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, are currently available. Section 1 of the IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. This IFU discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was seen in outpatient clinic and was noted to have low speed advisories. The patient reports that they felt the pump vibrate as the speed dropped. The patient indicated that his speed dropped when he was connected to his mpu. Upon review by technical services the patient had a low speed advisory on (B)(6) 2020. This was when the patient was connected to the mpu. The patient may have a potential short to shield or something interfering with the pump rotor rotation. The patient was having additional speed drops while connected to the power module. The patient was placed on an ungrounded cable and monitored. The patient underwent a pump exchange on (B)(6) 2021.

Event description:
It is believed that the patient had thrombus based on high ldh, which contributed to the need for a pump exchange.